Event description:
Reference number (B)(4). Event occurred in the united states. On 05-jul-2024, it was reported by the patient that occlusion occurred at the tubing site. The infusion set was in use for more than 48 hours. No further information available.